Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced infusion set with tape not sticking event on (B)(6) 2024. The infusion set was in use for 48 hours. The glucose level was 350 mg/dl. No further information available.